Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the hospital equipment department engineer repaired the safety disk and retested the equipment. It functioned normally and the fault had been fixed.

Event description:
It was reported that after powering on and testing, the cs300 intra-aortic balloon pump (iabp) machine reported an error message. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.